Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: surg endosc. 2025 oct;39(10):7004-7013. Https://doi.org/10.1007/s00464-025-12104-6 epub 2025 aug 27. Pmid: 40866592.

Event description:
Title: novel methods for robotic pancreaticojejunostomy: stapler closure of branched pancreatic duct and local staples removal to prevent postoperative pancreatic fistula during robotic pancreaticoduodenectomy. The aim of this study is to retrospectively be analyzed 30 consecutive patients who underwent robotic pd (rpd) with rpj at our institute and evaluated short-term perioperative results by comparing rpd to open pd (opd) and analyzed technique related outcomes by dividing patients into three groups. Echelon endopath reload 60mm (ees) was used to for dissection of the pancreas. 4-0 vicryl (eth) was used to suture all layers in four directions. While lapra-ty (eth) was used for fixation of the jejunal sutures and secured all the threads in the jejunum pancreatic side. Reported complications: echelon endo path¿ reload (black) 60 mm (ees) 4-0 vicryl (eth) lapra-ty (eth) rpd (n=30) delayed gastric emptying (n=1) treatment: not reported intra-abdominal infections (n=4) treatment: not reported post-operative pancreatic fistula (n=1) treatment: drain exchange trocar placement for pneumothorax (n=1) treatment: not reported endoscopic tube placement for dge (n=1) treatment: not reported hematoma around the stomach (n=1) treatment: not reported in conclusion, rpj technique demonstrates a very low incidence of popf. This method leverages the full advantage of robotic surgery, including a stable, magnified operative field and precise, multi-joint instrument manipulation, to improve surgical outcomes.